Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the product was sent to the hospital biopsy suite to identify the bacteria causing the infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.